Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): irregularities in administrating of noradrenalin: "a propofol sedation was commenced to the patient. 0,04 mg/ml noradrenaline was given as supportive medication, with a flow rate of 5 ml/h. During observation it was noticed that the blood pressure was fluctuating in regular intervals. A closer look at the pump showed that the device was administering noradrenaline first as several drops, followed with a break in administration. This was done in a cyclic manner".